Event description:
It was reported to philips that geometry movement was partially unavailable during use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reconnected geo pc connectors, installed new software, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).